Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Ten pieces of retention samples were analyzed for a visual and functional evaluation of the product to visualize if the defect reported by the customer is present. The retention samples presented compliant results, it did not present a visual or functional problem of the device. During the manufacturing process of the barrel and the syringe assembly there was no problem attributable to the defect that the customer reported additional if he had presented some defective with deformation of the rope or the molding of the cylinder these are found within the specification of parts per million. Investigation conclusion: ten pieces of retention samples were analyzed for a visual and functional evaluation of the product to visualize if the defect reported by the customer is present. The retention samples presented compliant results, it did not present a visual or functional problem of the device. Root cause description: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined.

Event description:
It was reported that connectivity difficulty occurred with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "syringe had an air leak at needle and syringe connection. Contact reported that they believed this issue was caused by faulty cartridges and continued to use the same syringe to try and fill 3 different cartridges. When contact replaced syringe, contact realized that syringe was the issue." Complaint 2 of 2. 3 occurrences were reported during use.